Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis and the blood glucose reading was 1175 mg/dl. The infusion set was changed prior to the event. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Additional info: currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.